Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that no additional steps were taken. The charge used to last a week and now it lasted 3 days. It was not very strong. No further complications were reported.

Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulation did not come on as strong. The battery lasted 4-5 days when it used to last 7 days. The charging more frequently started in (B)(6) 2018. The patient had not have any tune ups, changes to programming, or increased parameters in a year. The patient was redirected to their health care provider (hcp). No further complications were reported.